Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that the tip of a screwdriver broke during a left sacroiliac screw fixation procedure. It is reported that the surgeon did not manage to remove the broken piece. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.